Manufacturer narrative:
(B)(4). The external visual inspection revealed that the electrode was severed prior to receipt, as well as exposed electrode wires at the fantail region. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical test performed. This device passed all of the tests performed. This older device configuration is no longer manufactured. This is the final report.

Event description:
The recipient has elected for revision surgery due to a need for multiple mris. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.